Event description:
Additionally, the health professional reported that the patient was treated with a steroid but returned the following month since the "edema" returned. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the malar region with juvéderm® volift¿ with lidocaine. A year later, the patient experienced increased volume in the temporal and right malar region, with a lot of inflammation and edema that presents with mild discomfort. Biopsy performed and noted "two yellowish-brown tissue fragments, the largest of 0.5 x 0.3 cm. Focally, acellular proteinaceous material compatible with a history of hyaluronic acid injections is observed. Fibrofatty tissue of the maxillary region with mild chronic inflammation."